Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The customer reported complaint for the platform displaying error message user advisory 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The break gap was un-seized to remedy the complaint. During visual inspection physical damage on top cover and front enclosure were noted. The autopulse platform is a reusable device and was manufactured in 04/23/2008; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated multiple error message ua 16 on the reported event date of (B)(6) 2017. The platform failed the initial functional testing due to error message ua 16 displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover and front enclosure were replaced. Clutch plate deburring was performed to solve the sticky clutch, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory 16 (timeout moving to take-up position). The customer tried to change the lifeband and power cycle the platform; however, the error message persisted. No patient involvement was reported.